Manufacturer narrative:
B3: date of event approximate date used. Model number/catalog number: 72400024 serial number: n/a batch/lot number: 509021020 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 496136013 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not cycling properly. A surgical procedure was performed, during which urethral atrophy was identified as the cause of the reported device performance issue. As a result, the aus was removed. No further patient complications were reported.